Manufacturer narrative:
This device has not yet been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Boston scientific received information that difficulty was experienced updating the software in this subcutaneous implantable cardioverter defibrillator (s-ICD). Numerous troubleshooting techniques were attempted without success. The device was interrogated with a programmer that had older software which was successful and no device anomalies were noted. Boston scientific technical services (ts) recommended device replacement due to the device being unable to complete software updates. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Analysis of device memory revealed two device resets due to memory errors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The clinical observation was confirmed. It was suspected the device was exposed to radiation which caused damage to the firmware and therefore prevented the upgrade from being performed as well as preventing the magnet reset capability.